Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 35.6-35.8cm, 37.7-37.9cm, and 42.8-43.1cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.